Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6) , (B)(4). It was reported that on (B)(6) 2024, a 25mm epic max valve was successfully implanted in a patient. There was no difficulty implanting the valve, such as multiple manipulations. During procedure the patient had a minimum activated clotting time (act) level of 164 seconds and maximum act of over 1000 seconds. The patient was also administered 450mg of protaminsulfate during procedure. The patient was not taking any anticoagulant or antiplatelet medication prior to procedure. On (B)(6) 2024, an echocardiogram was performed and revealed a lateral right ventricular pericardial effusion. The patient was taking 100mg of acetylsalicylic acid and low molecular weight heparin at the time the pericardial effusion was noted. The patient was administered antiphlogistic. There was no pericardial effusion noted prior to procedure. On (B)(6) 2024, the pericardial effusion was noted to have grown with the largest dimension of the effusion being 24mm. The patient also developed cardiac tamponade. The decision was made to perform a pericardial punction for drainage of the pericardial effusion. The cause of the patient's pericardial effusion is attributed to the implant procedure, impaired wound healing, and post-operative bleeding. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event for patient effects of pericardial effusion, cardiac tamponade, bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported pericardial effusion led to cardiac tamponade and bleeding were related to the procedural conditions (complex cardiac surgery, impaired wound healing, postoperative bleeding, device implant). The reported hospitalization and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Linical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm epic max valve was successfully implanted in a patient. There was no difficulty implanting the valve, such as multiple manipulations. During procedure the patient had a minimum activated clotting time (act) level of 164 seconds and maximum act of over 1000 seconds. The patient was also administered 450mg of protaminsulfate during procedure. The patient was not taking any anticoagulant or antiplatelet medication prior to procedure. On (B)(6) 2024, an echocardiogram was performed and revealed a lateral right ventricular pericardial effusion. The patient was taking 100mg of acetylsalicylic acid and low molecular weight heparin at the time the pericardial effusion was noted. The patient was administered antiphlogistic. There was no pericardial effusion noted prior to procedure. On (B)(6) 2024, the pericardial effusion was noted to have grown with the largest dimension of the effusion being 24mm. The patient also developed cardiac tamponade. The decision was made to perform a pericardial punction for drainage of the pericardial effusion. The cause of the patient's pericardial effusion is attributed to the implant procedure, impaired wound healing, and post-operative bleeding. There is no allegation of malfunction against the abbott device or procedure. The patient was recovered at the time of report